Event description:
Customer reported dropping the insulin pump in water while on a vacation. Customer mentioned that the insulin pump was exposed to fluid and moisture was not visible in the insulin pump. An error alarm was noted in the alarm history. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.